Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages during the load process with multiple cartridges. Reportedly, the cartridge was filled with 140 units of insulin. Subsequently, the customer received a cartridge alarm 5 (pressure out of range) during the load process. The customer was able to load a new cartridge successfully and resume insulin delivery. The customer recently had breakfast and reported blood glucose level was lower than 240 mg/dl.